Manufacturer narrative:
S.w version unknown. Retainer ring = missing. Customer returned pump for an alleged cosmetic damage located at the case found on (B)(6), 2019. Pump was received with a cracked keypad overlay, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly.¿ successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2020 23:23:48.000 and (B)(6) 2020 23:33:00.000. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the force sensor. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a pillowing keypad overlay, a scratched case, a serial number label fading and a end cap address label missing. Cosmetic damage was confirmed at the pump case. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip was confirmed. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the force sensor. During visual inspection, found corrosion on the pcba 1, pcba 2, motor and vibrator assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on middle of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.